Event description:
It was reported that there were issues with residue within the cuff after reprocessing trach. It was verified with the patient that the sterile water in the cuff was being used, and proper technique was being followed. The reporter tried to flush it out of the tracheostomy tube, but small amount remained. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-06289-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were issues with residue within the cuff after reprocessing trach. It was verified with the patient that the sterile water in the cuff was being used, and proper technique was being followed. The reporter tried to flush it out of the tracheostomy tube, but small amount remained. There was no patient harm or adverse events reported as a result of the event.